Event description:
It was reported that, during a procedure, the laser displayed error 173, 251 and 866. The physician used an alternative method (turp) to complete the procedure. Patient outcome: ¿prostate removed¿ no patient injury reported.

Manufacturer narrative:
Service analysis/system repair in the field was performed on june 26, 2015. Product evaluation: the resonator s/n (B)(4) was returned to the manufacturer on october 30, 2015 and was evaluated on december 04, 2015. The evaluation noted the 7th bar does not light up; both the lbos were noted moisture damaged. Power is unstable after 95 amps with x-y q-switch. Diode base plate was noted to be down revision; coupler cover was stuck; coupler lens was fuggy on fiber side and fiber coupler temp was out of specification during run in the final test. The diode; both lbos; super q-switch with mounts; diode base plate; coupler cover; coupler lens with lens holder; coupler cable assembly and desiccant were replaced. The resonator was re-aligned and a new test report was completed.

Manufacturer narrative:
Device evaluated by manufacturer updated. Service in the field was performed on (B)(6) 2015. The replaced resonator s/n (B)(4) was not returned to the manufacturer.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2015: the reported error codes were verified and determined to be the result of a faulty resonator. The resonator was replaced. The system was tested and verified to specification.